Manufacturer narrative:
A medtronic representative went to the site to perform a system check out and they found the system functioned as intended. No problem was detected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was stuck initializing. There was no patient involvement.